Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient had an MRI on (B)(6) 2017. The patient claimed that no one checked this device before the MRI scan and since then, the device is indication eos.